Manufacturer narrative:
H10: the lot numbers for the three (3) malfunctions were provided and the lot history reviews were performed. The samples were returned for the three malfunctions; the three investigations all confirmed for fluid leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 0700515 chronic catheter allegedly identified a leak. These reports were received from one source. Of the three events, one patient was involved with no reported patient injury. The one patient was 7 years of age and male. The weight was not provided.

Manufacturer narrative:
For the three reported events, three devices were returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 0700515 chronic catheter allegedly identified a leak. These reports were received from one source. Of the three events, one patient was involved with no reported patient injury. The one patient was (B)(6) years of age and male. The weight was not provided.